Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the implant had not helped reduce her retention issues. She was implanted for retention and she could not pee. Her symptoms had gotten worse since implant. She did not think it was because of the implant that her symptoms were worse. She had used the patient programmer (pp) to make adjustments to her stimulation but it still had not helped. The patient was also experiencing a shocking sensation. She was getting out of a car and had caught herself on the door when she first started experiencing the shock. She had gone in to see her managing healthcare professional (hcp) for adjustments and he had increased her stimulation and instantly she fell to the floor because of the shock and the stimulation was too high. The hcp decreased the stimulation back down to 1.0v and instructed the patient to keep the stimulation there. Since the first shock, the patient had still been getting the shocking sensations. There was also extreme pain at the implant site. The area was red and it would hurt every time she touched it. Her hcp wanted the patient to go to the emergency room (ER) because he thought she might have a kidney infection. She could not feel her bladder at all. Her hcp had diagnosed her with neurogenic bladder. Just earlier this week she had seen her hcp and they showed her how to catheterize for the urine retention. She then asked her hcp about the diagnosis with neurogenic bladder and her hcp did not recall diagnosing her with that. The patient was going to follow up with the hcp. The urinary retention worsening and not feeling the bladder started since implant on (B)(6) 2016. The shocking and pain at the implant site started about 2 weeks ago in (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they followed up with their hcp on (B)(6) 2016. The hcp put it at a very low setting and change the setting. It was okay for a while, but increasingly became more and more painful in the groin and leg. They turned it down even lower and changed setting again and the pain was just too much. Later, in (B)(4), they shut the system off. The patient stated that even at the lower setting their left leg, the nerves hurt so bad and their foot clenched up into a cramped position. They did not fall or have any reason that led to the issues besides their activity level increasing. Their issues were not resolved and they stated they wanted the device removed. It was noted they are catheterizing frequency and still experiencing chronic urinary tract infections (uti) even after using catheter to make sure they are empty.

Event description:
Additional information reported that patient began to have uti's at age (B)(6) and was current (B)(6). The patient had constantly had uti's since. It was noted that every monthly visit to the urologist and primary care physician she has had an uti. The patient stated they have bladder retention and the device never helped to empty their bladder completely. The patient began catching soon after implant and every time she winced. The patient would cath and there would be urine still left. There was no change with device besides having different program settings and intensity. As the patient previously stated they turned it off in (B)(6) as it electrocuted/shock her numerous times then became so painful even at 1.6 lowest setting. The nerve in their left would be on fire and their toes cramped so bad, their foot looked like an eagles claws. The patient has an appointment with the urologist to discuss its removal and other treatment options. The patient have damage to their bladder as well, the walls of their bladder are incredibly thick from the 16 years off constant uti's. The patient stated when documenting how much urine, they released in a hot and how much came out after of what they retained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.